Manufacturer narrative:
The complaint can be verified. The up button does not operate. The connection of the up flex print is interrupted.

Event description:
On (B)(6) 2013, patient reported the up button on the infusion device works intermittently, and this was first noticed a few days ago when bolusing. The infusion device was not dropped, and he boluses 4-5 times per day. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.